Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summaries: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the technical summary relating to stenosis, which applies to this event, establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Per the technical summary relating to central regurgitation, which applies to this event, establishes, through extensive complaint investigations, that central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). In this case, leaflet motion restriction, device stenosis, and central regurgitation and the subsequent cardiogenic shock and death were confirmed by the medical record. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had medical history of hepatic steatosis (fatty liver disease) and diabetes mellitus. The release of proatherogenic substances by the steatotic liver or its contribution to insulin resistance and dyslipidemia may contribute to the development of calcification and sclerosis of the valve leaflets, leading to thickened leaflet and narrow the effective orifice area (eoa), resulting in stenosis. In addition, diabetes mellitus which is well-known factor for valve calcification leading to thickened leaflets, resulted in stenosis. As such, available information suggest that patient factors (hepatic steatosis, diabetes mellitus) may have contributed to the device stenosis. Since the patient was experienced stenosis, which could restrict the motion of leaflet, available information suggests that patient factors (stenosis) may have contributed to the leaflet motion restriction. Valve stenosis and leaflet motion restriction could lead to suboptimal valve leaflet coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (stenosis, restricted leaflet motion) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted, following the receipt of additional medical records. B4, g3, and h2 have been updated. Sections b2, b5, b7, h1, h6: health effect - impact, health effect - clinical, device, and h11 have been corrected. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years 7 months following a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, echo images showed 2 of 3 leaflets appearing frozen and not moving, and a surgical aortic valve replacement would likely need to be performed the next day. Per the medical record, tte showing severe bioprosthetic aortic stenosis (tavr-edwards) with peak instantaneous gradient of 75 mm hg, mean gradient of 46 mm hg, calculated valve area of 0.43cm2, and mild aortic valve insufficiency. The patient ultimately expired due to triple valve disease, cardiogenic shock, cardiac arrest, and possible aspiration.

Manufacturer narrative:
B7, h6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. Notably, the medical records received were not recent and did not include additional details around the device reintervention. Additional records have been requested but have not been provided at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Restricted leaflet motion develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Restricted leaflet motion may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion. Upon review of the medical records received, the latest echo report received was for a transthoracic echocardiogram report from (B)(6) 2021, which was showing normal leaflet motion of the thv. In this case, leaflet motion restriction leading to device explantation could not be confirmed, due to the unavailability of a relevant medical report and imagery. Due to insufficient information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 3 years 7 months following a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, echo images showed 2 of 3 leaflets appearing frozen and not moving, and a surgical aortic valve replacement would likely need to be performed the next day.

Manufacturer narrative:
The investigation for this report is ongoing.